Event description:
Customer indicated that the physician questioned the calcium and creatinine results on two specimens that were tested on the same day, 2006. Customer indicated that the physician sent in redrawn samples and asked that they be retested. The field service engineer verified that the instrument was functional and was unable to determine the cause of the event.